Manufacturer narrative:
A customer reported a qcv failure in position b1 associated with minividas® (reference 99737). Samples were rerun and three (3) samples had a significant difference in results. An investigation was performed. On 24oct2017, a biomérieux fse (field service engineer) went to the customer site. A third qcv was performed by the fse before any intervention. The results conformed on all positions (5.9 for b1 position) but the fse continued to investigate the issue. The fse performed several checks and tests. The cause of the qcv issue was a clog in the b1 position. The clog was removed by the fse and the instrument was qualified with a leak test and a qcv test the same day. Following the qcv failure on position b1 on 23oct2017, the customer performed a retrospective analysis between 19oct2017 (last good qcv) and 24oct2017(solving qcv performed by fse). Retrospective analysis showed that 23 samples were run in the position b1, all for pct assay. All analysis for samples were rerun after fse intervention, and for three (3) samples, the customer observed a significant difference : - 1: initial result : 32.26 ng/ml (positive). Retest : 2.18 ng/ml (positive). A significant difference observed, however the two results are at the same interpretation regarding the cutoff (0.5). There is no impact. - 2 : initial result : 3.24 ng/ml (positive). Retest : <0.05 ng/ml (negative). There is an interpretation change. - 3 : initial result : 0.52 ng/ml (positive). Retest : 8.46 ng/ml (positive). Another retest : 1.04 ng/ml (positive). The difference between initial result and rerun results for patient 3 is significant and can have an impact if this test was carried out for monitoring antibiotic therapy discontinuation. The customer indicated that no patient s were harmed or treated incorrectly because the treatment plans are broad-based. There was no delay in reporting the results. The cause of the qcv failure was a clog in position b1.

Event description:
A customer in the united states notified biomérieux of qcv failure associated with minividas® (reference 99737). Qcv failed on (B)(6) 2017 position b1: tv1 = 3.61 and repeat testing 5.12. The previous qcv testing on (B)(6) 2017 gave acceptable results for position b1: tv = 6.31. The customer reported 23 samples were testing on position b1 during the qcv failure period. Samples were rerun and three (3) samples had a significant difference in results. The customer reported that 23 results have been run in b1 since the last qcv that passed. The results that were rerun were all for pct. Two of them showed a significant drop and one had a major increase. Patient original test result was repeated using a fresh sample on (B)(6) 2017. Patient 1: 32.26 2.18, patient 2: 3.24 <0.05, patient 3: 0.52 8.46 1.04. The first two (2) patients have been discharged. There was no information provided for the third patient. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.